Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose (bg) level of 52 mg/dl. Reportedly, the customer obtained an inaccurate bg from glucometer and delivered a manual correction bolus which resulted in the low bg. Customer consumed glucose tablets and carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.